Manufacturer narrative:
Complaint conclusion: as reported, the stent on a 6mm x 60mm smart flex vascular self-expanding stent (ses) delivery system could not be released and inspection revealed that the delivery sheath of the delivery system was broken at the y-valve. The stent partially deployed inside the patient, and there was evidence of partial deployment when it was removed. The entire delivery system was removed and replaced with a non-cordis stent to end the procedure. There were no reported adverse events or injuries to the patient and the patient had no signs of infectious disease. This was during a procedure to treat an occlusion of the superficial femoral artery (sfa) near the popliteal artery. Vessel characteristics at the target site included mild calcification, no tortuosity, and 100% stenosis. The left femoral artery was accessed. A non-cordis balloon was used for pre-dilation and the lesion had 60% stenosis after pre-dilation. The device was stored and prepped per the instructions for use (IFU). The smart flex system was held flat and straight outside of the patient during the attempted deployment. There was no attempt to deploy the stent after it was removed from the patient. A non-sterile unit of the product ¿smart flex 6x60 vas, 120cm¿ was received for product evaluation. Upon thorough inspection, one kink was observed approximately 123 cm from the distal tip. Additionally, the proximal end of the outer sheath was found to be separated from the hemostasis valve, 130 cm from the distal tip. The stent was partially deployed, approximately 7 mm. The hemostasis valve was tightly closed. No other outstanding details were observed on the returned device. A functional test was not performed 4 due to the device presenting a severe kink and separation, with the stent partially deployed, impeding normal functionality. Per microscopic analysis, the separated edges of the outer sheath were evaluated using a vision system, which revealed evidence of elongations on the edge. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force that exceeded the material yield strength prior to the separation. The reported events of ¿outer sheath-separated¿ and ¿stent delivery system (sds) deployment difficulty-partial deployment¿ were observed as the device was received with the stent partially deployed, and a separation of the outer sheath was noted. However, the exact cause of the reported event could not be determined during analysis of the returned device. Based on the information available for review and product analysis, vessel characteristics and/or procedural/handling factors likely contributed to the separation of the outer sheath and the subsequent partial deployment of the stent, as evidenced by the elongations on the edge at the area of separation. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force that exceeded the material yield strength prior to the separation. Additionally, a kink was observed approximately 123 cm from the distal tip, suggesting difficulties were encountered with the device. However, as this kinked condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. According to the IFU, which is not intended as a mitigation, in prepare stent delivery system, ¿carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device.¿ the IFU also states in introduce the stent delivery system, ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the stent on a 6mm x 60mm smart flex vascular self-expanding stent (ses) delivery system could not be released and inspection revealed that the delivery sheath of the delivery system was broken at the y-valve. The stent partially deployed inside the patient, and there was evidence of partial deployment when it was removed. The entire delivery system was removed and replaced with a non-cordis stent to end the procedure. There were no reported adverse events or injuries to the patient and the patient had no signs of infectious disease. This was during a procedure to treat an occlusion of the superficial femoral artery (sfa) near the popliteal artery. Vessel characteristics at the target site included mild calcification, no tortuosity, and 100% stenosis. The left femoral artery was accessed. A non-cordis balloon was used for pre-dilation and the lesion had 60% stenosis after pre-dilation. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during the attempted deployment. There was no attempt to deploy the stent after it was removed from the patient. The device will be returned for evaluation.